Event description:
Information was received from a consumer regardinga a patient who was receiving dilaudid (hydromorphone) and bupivacaine via an implantable pump for spinal pain use. The patient reported that they were having issues when they tried to bolus and it started about 2 days ago. The patient mentioned that when they tried to connect, they were getting "pump not found". The agent reviewed information and had the patient attempt to connect. The patient mentioned it was connecting but it took a few minutes. The patient then was able to connect and confirm they were able to bolus. Bolus: 3/day version: 2 handset serial number: the agent assisted the patient in deleting the data. The patient was able to connect to the pump with no lag, locked out for 3 hours and 57 minutes. The steps taken during the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software. Product ID hh9020tdd. Serial# (B)(6): product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.